Event description:
It was reported that the patient was hospitalized for acute on chronic heart failure. The patient was presenting with bilateral leg edema, shortness of breath orthopnea, and abdominal distension. The patient was treated with diuretics, and the event was resolved without sequelae. Additional information was requested from the healthcare provider however at this time it has not been confirmed if the adverse event was related to the cardiomems system.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per event information provided by the healthcare provider, the patient was hospitalized due to acute chronic heart failure not related to the cardiomems sensor or any other cardiomems device/procedure.

Event description:
Additional information was received from the healthcare provider confirming that the event was not related to any cardiomems device or procedure.